Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. The evaluation revealed that a portion of the probe's ceramic was chipped off. Furthermore, gouging marks were observed on distal end of insulation. The most likely cause(s) of this type of event include mechanical damage, such as scraping the device against bone or another instrument/device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during surgery the ablation process took overall 20 minutes on level 7, ceramic pieces split off from the device intra-articular. The pieces could not be retrieved and remain inside the tissue.